Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg site was uncomfortable. The patient underwent a revision procedure wherein only the ipg was explanted. No device malfunction was suspected.